Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb between ribs 1 and 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating sufficient stress was exerted to separate the site. A separation was noted on the reservoir inlet tubing. Testing revealed this to be a site of leakage. Microscopic inspection of the inlet tubing revealed a group of striations, indicating contact with unshod instrumentation. Microscopic inspection revealed a burn-like mark on each cylinder bladder, indicating contact with a cauterizing tool. Testing revealed these to not be sites of leakage. Microscopic inspection revealed surface abrasion on all pump tubing, exhaust tubing on cylinders 1 and 2 and the cylinder 2 strain relief. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation of the pump bulb indicates that sufficient stress was exerted to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tubing of the reservoir occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that this separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the pump malfunctioned. A "blowout" occurred. The pump fractured at the sidewall and dome of the pump. The device was removed and replaced.